Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2008) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, expiry date), d6b, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol mesh - composix kugel (device #1). An additional supplemental emdr was submitted to represent the bard/davol mesh - composix kugel (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol composix kugel hernia patches on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2010 ¿ patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix kugel patch (device 1). Per op notes, ¿there was a ventral hernia present extending to the lower midline incision in the mid lower abdomen. An intestine adherent to sac was dissected free. A small oval composix kugel patch (device 1) was placed into preperitoneal space using sutures.¿ on (B)(6) 2010 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of mesh (device 1). Per op notes, ¿a moderate size hernia sac was dissected free to the fascial edges which recurred around the upper outer edge of the previously placed oval composix kugel patch(device 1). Previous patch had wrinkled somewhat towards the upper border was removed in its entirety. A piece of synthetic mesh was placed into defect and tacked.¿ on (B)(6) 2010 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of composix kugel mesh(device 2). Per op notes, ¿in right mid lower abdomen, prominent hernia sac was dissected free to a fascial defect. A medium oval composix kugel patch (device 2) was placed into preperitoneal space and secured using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/ davol mesh - composix kugel (device # 1). An additional emdr was submitted to represent the bard/ davol mesh - composix kugel (device # 2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol composix kugel hernia patches on (B)(6) 2010 and (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.